Manufacturer narrative:
The damaged guide wire was reported to have been discarded at the user facility hence the device is not expected to be returned for evaluation. Without the involved device, an evaluation could not be performed and/or determined the root cause of the reported problem. In this instance, the exact cause of the alleged breakage could not be determined. However, evaluation of similar complaints revealed that the most probable cause of this reported breakage was user related and/or questionable handling of the guide wire and other instruments during use. A review of the device history record (DHR) could not be performed, as the lot # of the guide wire was not provided. A 2-year review of the device family complaint history shows there have only been two (2) other similar reports received. During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. In addition, to date, there have been no patient long term adverse events reported regarding any of the reported incidents. This failure mode is addressed in risk documentation and risk analysis shows an acceptable risk level. The guide wires are single use and sold non-sterile, and must be sterilized before use. The guide wires are intended to be used to assist the surgeon in the placement of a cannulated interference screw into a bone tunnel. This guide wire is made of nitinol. This material is routinely used in the manufacture of medical instruments and has a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches, and orthodontic devices. To prevent of the guide wire breakage and injury to the patient the instructions for use (IFU) provides the user with the following precautions and warnings: do not kink or bend the guide wire before insertion. This will prevent proper insertion and may damage the screw. The screwdriver/screw assembly should not be used as a lever. The screwdriver/screw assembly has to be parallel to the drill tunnel. Without the involved device, an evaluation could not be performed and/or determined the root cause of the reported problem. In this instance, the exact cause of the alleged breakage could not be determined. However, evaluation of similar complaints revealed that the most probable cause of this reported breakage was user related and/or questionable handling of the guide wire and other instruments during use.

Event description:
The user facility reported that during use of the bioscrew hyperflex guide wire in an acl reconstruction procedure, the guide wire broke off upon removal of the driver shaft from the bioscrew xtralok after the screw was implanted into the tibia. The broken piece was removed with a grasper via an existing arthroscopic portal. The procedure was otherwise completed as planned with no patient injury and only five minutes delay. The patient was discharged as per routine procedure for this type of acl reconstruction surgery.